Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: 3005099803-2025-02681 for the spyscope ds ii access & delivery catheter and 3005099803-2025-02683 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the ercp with poc and ehl, the spyglass ds direct visualization system malfunctioned. Attempts to connect the spyscope to the system were unsuccessful, as the light source failed to activate. Despite checking connections and rebooting the system, the issue persisted, preventing the procedure from proceeding. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block g2: report source has been corrected to include foreign and healthcare professional. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11 (investigation results): the returned spy ds controller was analyzed. A visual inspection revealed wear and tear on the top cover and front panel. During functional testing, the controller passed all evaluations and exhibited normal device characteristics. No other device problem was noted. Product analysis could not confirm the reported issue of poor-quality imaging. Since the investigation did not reveal any damage or malfunction related to the reported event, a review and analysis of all available information indicated that the most probable cause is classified as no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: 3005099803-2025-02681 for the spyscope ds ii access & delivery catheter and 3005099803-2025-02683 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the ercp with poc and ehl, the spyglass ds direct visualization system malfunctioned. Attempts to connect the spyscope to the system were unsuccessful, as the light source failed to activate. Despite checking connections and rebooting the system, the issue persisted, preventing the procedure from proceeding. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.